Event description:
It was reported the table locks did not actuate, causing the tabletop to move in two directions without resistance. There was no injury reported. The issue was discovered as the technologist was starting up the system. This situation could contribute to any injury if a patient or operator were unaware of this condition while loading a patient. The ensuring instability could lead to a fall.

Manufacturer narrative:
The ge field engineer (fe) evaluated the system and found a loose cable that prevented the locks from actuating. The fe fixed the issue, and verified that the table locks were performing according to specifications.